Event description:
Procedure: orthopedic. As reported in article entitled: "severe scar problems following use of a locking barbed skin closure system in the foot" formal scar excision and resuturing. Severe scar problems following use of a locking barbed skin closure system in the foot. Majid chowdhry mbbs, mrcsa, samrendu singh ma, four required formal scar excision and resuturing to treat symptomatic patients. Although initially appearing to heal well, by around 4 weeks typically they would start to become more bulky and erythematous. These wounds continued to inflame despite the removal of emergent barbed suture material and antibiotic usage.

Manufacturer narrative:
(B)(4).